Event description:
It was reported that at the device change out, the impedance measurement was "none." The right ventricular lead was removed and reconnected, but still showed "none." The physician's decision was to continue using the lead knowing that the superior vena cava portion could not be measured. The lead remains in use with the superior vena cava portion of the lead turned off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.